Manufacturer narrative:
Although requested, the subject device has not yet been returned for evaluation and testing. This file is considered closed, but will be re-opened should the device be returned.

Event description:
Balloon rupture at 16 atm's.